Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: cervical disk replacement with discover versus fusion in a single-level cervical disk disease - a prospective single-center randomized trial with a minimum 2-year follow-up. (B)(6). Clinical spine surgery vol 30, num, (B)(6) 2017. Received for publication september 17, 2013; accepted august 28, 2014. N=4 heterotropic ossification. N=1 dural tear.